Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
It was reported that customer were experienced low blood glucose level. Customer's blood glucose value was 2.9 mmol/l at the time of the incident. Customer stated that they going low during morning time however insulin pump was micro bolusing. Customer stated that they treated low blood glucose with mars bar. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.